Manufacturer narrative:
The pad-pak was first successfully installed by the user in september 2010 and performed to specification up to the 22nd december 2013. Several manual power ons of ten minutes duration were observed in history log between (B)(4) 2013 and the (B)(4) 2014. The device passed a self-test on 25th may 2014 and performed successful self-tests up to the final history log entry on the 19th july 2015. Further power ups of 10 minutes duration were recorded during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.